Manufacturer narrative:
Patient presented with a keloid scar 6 months post treatment. Hypopigmentation also occurred however this is an expected side effect from such treatment and is expected to be transient. The device was evaluated and confirmed to be operating as intended and within specification. The device history record confirms that the product passed and met all requirements before releasing. This is a reportable adverse event due to the permanent injury resulting from scarring.

Event description:
Patient reported permanent injury of a scar following a treatment using icon max g handpiece.